Event description:
The customer reported that the system was intermittently going to max kvp upon start up and the screen would be black. The live image was unavailable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was replaced. The system was then found to be operating as intended.